Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several red alerts had been generated for this system due to out of range shocking lead impedances. The most recent measurement was 151 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Event description:
It was reported that several red alerts had been generated for this system due to out of range shocking lead impedances. The most recent measurement was 151 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported. It was reported that a 41j sync shock was delivered which produced a shocking impedance measurement of 145 ohms. Additionally, an error code was observed. This patient will continue to be followed and a lead revision will be performed in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned segments was performed. Visual inspection noted the lead had been severed 72mm from the terminal end. A mid body segment of the lead appeared to be missing. The high voltage cable extended beyond the severed end of the tip segment by approximately 33mm. Additionally, the rate sense coil is extremely stretched toward the tip and the tip was curled from being pulled with force. Testing was completed to assess the electrical continuity of the lead segments. Measurements throughout these tests were within normal limits. Calcification and tissue was observed on the lead at the distal end of the distal shocking coil which resulted in the high impedance measurements observed in the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several red alerts had been generated for this system due to out of range shocking lead impedances. The most recent measurement was 151 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported. It was reported that a 41j sync shock was delivered which produced a shocking impedance measurement of 145 ohms. Additionally, an error code was observed. This patient will continue to be followed and a lead revision will be performed in the future. No additional adverse patient effects were reported. It was reported that this right ventricular lead and associated device were subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several red alerts had been generated for this system due to out of range shocking lead impedances. The most recent measurement was 151 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported. It was reported that a 41j sync shock was delivered which produced a shocking impedance measurement of 145 ohms. Additionally, an error code was observed. This patient will continue to be followed and a lead revision will be performed in the future. No additional adverse patient effects were reported. It was reported that this right ventricular lead and associated device were subsequently explanted and replaced. No additional adverse patient effects were reported.